Manufacturer narrative:
(B) (4). (B) (4). A follow-up will be submitted with any relevant info.

Event description:
Adverse event: thrombosis requiring intervention. Onset of adverse event: after the procedure. Device issue: none. It was reported via trial that on (B) (6) 2009, the pt underwent stenting in the predilated mid right coronary artery (rca) with one xience v stent. On (B) (6) 2010, the pt experienced angina which was diagnosed as stable angina. On (B) (6) 2010, the pt was admitted to the hosp for revascularization via percutaneous coronary intervention in the target vessel. Thrombosis was identified in the distal rca, but it is unk if this thrombosis is associated with the xience v stent in the mid rca. The pt was discharged on (B) (6) 2010. There was no reported adverse pt sequela. Though requested, no add'l info was provided.